Manufacturer narrative:
Device passed the displacement test and self test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Lost sensor alarm not confirmed. No unexpected external flash crc error or the motor arm restart cannot communicate with the main arm alarms noted during testing however, external flash crc error and the motor arm restart cannot communicate with the main arm alarm are found in the formatted history file due to a software error. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. Customer¿s blood glucose level was 12.2 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms and rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.